Event description:
A report was received that the patient was experiencing loss of stimulation and shocking sensation. Impedance check was performed and high impedances were observed. The patient underwent a revision procedure wherein one lead was replaced due to high impedances on multiple contacts and suspected lead malfunction. During the procedure the lead extension and clik anchor were also explanted. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing loss of stimulation and shocking sensation. Impedance check was performed and high impedances were observed. The patient underwent a revision procedure wherein one lead was replaced due to high impedances on multiple contacts and suspected lead malfunction. During the procedure the lead extension and clik anchor were also explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician was not sure which product had a problem so he also explanted the lead extension and cllik anchor.

Event description:
A report was received that the patient was experiencing loss of stimulation and shocking sensation. Impedance check was performed and high impedances were observed. The patient underwent a revision procedure wherein one lead was replaced due to high impedances on multiple contacts and suspected lead malfunction. During the procedure the lead extension and clik anchor were also explanted. The patient was doing well postoperatively.

Manufacturer narrative:
Sc-2316-50 sn (B)(4): device evaluation indicated that the lead passed mechanical tests performed. Device evaluation indicated that the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was 1 cm from the set screw mark of the clik anchor. No cables are exposed at the fracture site. The broken cables resulted in the reported complaint of high impedance. Sc-3400-30 sn (B)(4): device evaluation indicated that the lead splitter passed visual, electrical, mechanical and photographic imaging tests performed. The complaint was not verified. A test infinion lead was inserted into the splitter connector without any anomalies. Device exhibits normal device characteristics. Sc-4316 ln 15632371: device evaluation indicated that the clik anchor passed visual tests performed. The clik anchor is intact and no parts of it is missing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-3400-30, serial/lot #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile.